Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. He could however not confirm proper device operation after having replaced the power pcb assembly. The third-party service agent then sent the device to physio-control for further evaluation. Physio could not reproduce the reported issue. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device powered off by itself. The battery indicator on the device showed the battery as empty but the indicator on the battery itself showed 3 led's. It was also reported that an event code had been logged into the device's memory. There was no patient use associated with the reported event.